Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the forceps channel port was scraped due to usage stress, external factors, or handling. However, a definitive root cause could not be determined. The reported issue (broken image guide bundle) was confirmed and found to be caused due to external factors. In addition, service found there was a leakage due to a crushed tip cover from external factors. The specified resolution was unable to be obtained due to a damaged objective lens, the insertion tube was damaged, and there was a leakage due to holes in the bending section cover. Scratches were observed on the insertion tube, the eyepiece, the angle lever, and the diopter ring, due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image guide bundle of the subject device was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps channel port was scraped. This report is being submitted for the malfunction found during evaluation of the device (forceps channel port scraped). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.